Event description:
It was reported that there was a sterile water leakage from the foley catheter balloon portion. As per information mentioned in the internal bd comments on 22nov2023, stated that they confirmed a pinhole in the balloon. They cut the inlet tube and remove the bag and syringe. The other components were discarded. Per follow up information received via ibc on 11dec2023, stated that the event happened before use, so no patient was involved.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter with cut portion of inlet tubing . Visual: received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.011" pinhole found on the balloon. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a sterile water leakage from the foley catheter balloon portion. As per information mentioned in the internal bd comments on 22nov2023, stated that they confirmed a pinhole in the balloon. They cut the inlet tube and remove the bag and syringe. The other components were discarded. Per follow up information received via ibc on 11dec2023, stated that the event happened before use, so no patient was involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.